Event description:
The user facility reported that their vision 1327 cart washer/disinfector emitted steam. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.